Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the device zaps and jolts the patient and does not help her pain. The patient does not like the stimulation sensation and jolting. There were no external contributing factors noted. Reprogramming was attempted, but the patient did not want to try the new programs. The patient has decided that she wants the system explanted. The issue was not yet resolved at the time of the report. Surgical intervention has been planned but has not been scheduled. There were no further complications reported or anticipated.